Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting actions, fse identified that the amc drive was faulty. To resolve the issue, fse replaced the amc drive. After replacement, the system was returned to use in good working order.